Event description:
Implant didn't achieve osseointegration, primary stability was achieved, fistula.

Event description:
Implant didn't achieve osseointegration, primary stability was achieved, fistula.